Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported during a laser assisted cataract procedure a posterior capsule rupture occurred. Reporter was unsure if the lens dropped into the vitreous cavity. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. With no additional, related information provided, the customers reported event was not able to be confirmed. The system history shows that the laser was verified successfully prior to the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.